Event description:
During the process of removing the ansel sheath after an angiography procedure, it was identified that a piece of the sheath tore in the right common femoral artery. Attempts to remove the retained sheath were unsuccessful using a snare procedure. The pt was transferred to the operating room for a right groin exploration and removal of the sheath in the right common femoral artery. The current status of the pt is unk as not provided by reporter.

Manufacturer narrative:
Lot unk as lot provided on user facility report does not exist and not additional lot info has been provided. Expiration - unk as lot is unk. To date, no product has been returned to assist in this investigation. Each device is 100% inspected to ensure the integrity of the device during the manufacturing process. In addition, the instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present. Additionally, iso standard (B) (4) requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. Corrective action was previously issued based on prior similar complaints. We are continuing our monitoring of similar complaints and the appropriate company personnel have been notified.